Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The air in line alarm was identified during functional testing. The cause of the condition was determined to be an out of calibration air sensor. To correct the condition, the air sensor was recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an air in line alarm. No additional information is available.